Event description:
Olympus was informed that during the tur (transurethral resection) procedure the halation had occurred on the endoscopic image repeatedly. The facility had completed the procedure with use of the other device. There was no report of the pt's injury regarding this event.

Manufacturer narrative:
The referenced otv-s7v and concomitantly-used light source and camera head were returned to the olympus medical systems corp (omsc) for eval. Omsc evaluated the devices and found that they had no abnormality and operated correctly. The exact cause of this phenomenon cannot be conclusively determined, however there is the possibility of this phenomenon is attributed to the user handling of the devices. Omsc stated the appropriate handling of the otv-s7v in the instruction manual when the otv-s7v had abnormalities. Also, omsc checked the MFR history of the subject device, there was no irregularity found. There were no further details provided. If significant add'l info is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.